Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump was lost during a walk. Caller stated that the device was returned to the customer, but it had a blank display and a continuous error. Blood glucose level at the time of the incident was 290 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.